Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6) batch: 7073224/7073176.

Event description:
It was reported that the patient experienced an increase of restless leg when the spinal cord stimulator (scs) device was turned back on. It was unknown if symptom was related to the device. The patient underwent an explant procedure wherein all device components were removed. No further information could be obtained.